Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw5103238) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a heart attack. The patient required surgery in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found brown and white unknown contamination and some very small potential hairs at the air input of the blower box and unknown brown and black contaminants were on the bottom of the blower box. Also found, black contamination consistent with keratin at the air outlet of the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 32 error. The manufacturer concludes contamination found were consistent with contamination of brown, white, brown and black unknown contamination and some very small potential hairs at the blower box and black contamination consistent with keratin at the air outlet of the blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received a voluntary medwatch (mw5103238) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a heart attack. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).